Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. Please also see b3, d8, h3, h4, and h6 for additional information. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- insulation < threshold - bending section rubber glue --- separated - bending section rubber glue --- discoloration - angulation --- less or specified value - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and two (2) colony forming units (cfu) of proteus mirabilis (enterobacterales) were detected. The samples were taken on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and auxiliary water channel are flushed. Aniosyme detergent is used for pre-cleaning. The customer uses a wassenburg automated endoscope reprocessor (aer), using endo high detergent and endo high paa disinfectant. The aer was not microbiologically tested. The device is sterilized daily using hydrogen peroxide and a sure store sterilizer. The endoscope is stored horizontally placed. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.